Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have a worn upstream occlusion seal, lifted downstream occlusion seal and scratched display lens. No issues were found in review of the device event log. The reported issue was confirmed during functional testing when the device delivery accuracy tested outside specification. This issue was traced to the device explusor, which was determined to be faulty. However, no root cause could be established for the observed condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device expulsor was replaced.

Event description:
It was reported the device exhibited over infusing. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.